Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified lesion. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with a different device. There were no patient complications nor injuries reported.